Event description:
It was reported that the patient "never really had relief", since pump was first implanted in 1998. The first pump lasted 30 days and was explanted due to a (B)(6). It was noted that the health care professional "left a clamp inside." The patient didn't have another implant until (B)(6) 2000. A device system previously delivered fentanyl (dates unknown) and currently delivering morphine (from date of report). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), lot# l48820, serial#, implanted: (B)(6) 1998, explanted:, product typ, catheter. (B)(4).

Event description:
After additional review, it was noted that the when the patient had his pump removed due to a (B)(6) infection, the healthcare professional left a clamp in and the camp ¿bore a hole¿ in the patient¿s side and ¿worked its way out.¿

Manufacturer narrative:
(B)(4).